Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was stuck on initialization screen. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver turned on with "call tach support error: err121" displayed on the receiver screen. The receiver download was reviewed and contained "screenerroralarm" events within the relevant dates. The functional test was unable to be performed due to the "call tach support error: err121" displayed on the receiver screen. Prior to the 'screenerroralarm' events, the receiver display was stuck on initialization screen an inordinately long time. The customer complaint of the receiver stuck on initialization screen was confirmed. The root cause could not be determined. The reported issue of receiver stuck on initialization screen is reportable based on the finding of error icon displays.